Event description:
It was reported that at a device change out procedure there was difficulty placing the existing right ventricular (rv) lead pin into the connector of the header. The lead pin could not be advanced entirely inside the header. After several attempts, the setscrew was tightened; however both the rv and left ventricular (lv) lead impedances tested high at 3000 ohms. The device was removed from the pocket and the setscrew was unscrewed. The rv lead was taken out and reinserted for several more attempts. The lead tested within normal range with the analyzer so one more final attempt was made to reinsert the lead. This last attempt showed impedance in the normal range on all the leads. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7120q competitor implantable tachy lead (B)(6) 2012; 4574 implantable pacing lead (B)(6) 2004. (B)(4).